Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that on (B)(6) 2003: the patient presented for follow up with low back and right hip pain. The patient underwent x-ray for lumbar spine ap, lateral, cone and flexion-extension views which showed no abnormal motion and significant disc space narrowing at l5-s1. Doctor's assessment was discogenic low back pain, l5-s1, possible other levels. Doctor thought that the patient was a candidate for spinal fusion at l5-s1. (B)(6) 2003: patient underwent x-ray for ap pelvis which showed minimal narrowing right hip joint and no fracture. (B)(6) 2003: the patient presented with pre-op diagnoses of l5-s1 disc disease, low back pain, lumbar radiculopathy. The patient underwent the following procedures: 1. Anterior retroperitoneal approach, l5-s1 fusion. 2. L5-s1 anterior decompression of the spinal canal. 3. Anterior interbody fusion with bak cages vista radiolucent 13 x 20 millimeters times two. Use of bmp. 4. For fusion as well as neugraft for fusion. 5. Application of anterior instrumentation with a pyramid 25 millimeters plate and three screws. A discectomy was then performed with a 15-blade, followed by pituitary curettes and kerrisons. The endplates were scraped back to the posterior annulus. The space was then distracted with an 11-millimeter distraction plug. The double-barrel tube was then placed over the distraction plugs and the endplates were reamed and tapped under the c-arm for guidance. Then, 13 x 20 vista radiolucent cages were filled with bmp-two sponges and inserted into the disc space with excellent purchase of the endplates. There was good positioning observing the radiolucent cage and markers. The cages were then checked and were well countersunk. A 25-mm template for the pyramid plate system was then chosen. The pyramid plate was then centered over the disc space and secured to l5 and s1 using three screws, 25 millimeters in length. There was excellent purchase with all the screws. The cages and plates were in satisfactory position. The locking plate was then placed over the screws, securely. The wound was copiously irrigated. Hemostasis was checked and was excellent. The patient underwent radiology for or abdomen. Impressions: 1. Postsurgical changes of l5-s1 anterior fusion. 2. Curvilinear opacity projecting over the right sacral ala corresponds to a surgical clip which surgeon has indicated it was placed in this location. 3. No radiopaque foreign bodies are identified. (B)(6) 2003: the patient presented for follow up with postoperative pain. Patient underwent x-ray for lumbar spine ap, lateral, cone views which showed good position of the hardware. Doctor's assessment was healing after anterior spinal fusion doing well. (B)(6) 2004: the patient presented for follow up with low back, left hip and leg pain. Patient underwent x-ray for lumbar spine ap, lateral, cone views which showed good position of bone graft, cage and hardware and no loosening. Doctor's assessment was postoperative radiculitis. Doctor prescribed elavil as medication. (B)(6) 2004: the patient presented for follow up with mild back pain. Patient underwent x-ray for lumbar spine ap, lateral, cone and flexion-extension lateral views which showed solid fusion, l5-s1. Doctor's assessment was healed anterior spinal fusion, good result and mild edema of the left ankle probably due to post surgical changes. (B)(6) 2004: the patient presented for post-op follow up. The doctor's assessment was 1. Healed lumbar fusion with good result 2. Right carpal tunnel syndrome. (B)(6) 2005: the patient presented for follow up with abdominal pain with burning sensation. The doctor got cbc and urinalysis done and observed some blood in the urine and cbc did not show any elevated white count. The patient was advised to stop taking macrobid. (B)(6) 2007: the patient presented for follow up with low back and left thigh pain. The patient underwent x-ray for lumbar spine ap, lateral, cone and flexion-extension lateral views which showed solid fusion, l5-s1. There was definite bone fusion within the cage. There was no evidence of loosening. There was no motion with flexion and extension. The plate and screws were solid. Doctor's assessment was low back pain and left lumbar radiculopathy. History of fusion in the past at l5-s1. (B)(6) 2007: the patient underwent MRI of lumbar spine with contrast. Impression: 1. New significant left paracentral disc herniations causing compromise of the left l1-l2 and l2-l3 levels. This is more pronounced at l2-l3 than l1-l2. These findings were not mentioned in the prior report done at cmg in the past. 2. Status post remote anterior fusion of l5-s1. (B)(6) 2007: the patient presented for follow up with low back and left thigh pain. Patient underwent MRI for lumbar spine on (B)(6) 2007 which showed that there was new disk herniation which was significant at l1-l2 and l2-3 on the left. Doctor's assessment was found to be lumbar disk herniations, l 1-l2, with lumbar radiculopathy. History of previous lumbar fusion. Doctor found the patient as a candidate for epidural steroid injection. (B)(6) 2007: the patient presented with a pre-procedure diagnosis of lumbar herniated nucleus pulposus without myelopathy, l1-l2 and l2-l3 , lumbar stenosis and lumbar radiculopathy procedure performed: 1. Left l2 transforaminal epidural injection, 2. Left l3 transforaminal epidural injection 3. Fluoroscopic guidance. 4. Intravenous conscious sedation, less than 30 minutes after procedure the patient was taken to the postanesthesia care unit in good condition and no complications were noted. (B)(6) 2007: the patient presented for follow up with low back and left thigh pain. Doctor's assessment was lumbar disk herniation l1-2, l 2-3 improved after epidural steroids. Doctor prescribed skelaxin as medication. (B)(6) 2007: the patient presented with a pre-procedure diagnosis of lumbar herniated nucleus pulposus without myelopathy, lumbar stenosis and lumbar radiculopathy procedure performed: 1. Left l1 transforaminal steroid injection, 2. Left l2 transforaminal epidural steroid injection 3. Fluoroscopic guidance. After procedure the patient was taken to the postanesthesia care unit in good condition and no complications were noted. (B)(6) 2007: the patient presented for follow up with low back and left thigh pain with numbness. Doctor's assessment was lumbar disk herniation l 1-2, l 2-3 improved after epidural steroids. Doctor observed improvements with patient's epidurals. (B)(6) 2007: the patient presented for follow up with low back, left buttock and leg pain. Doctor's assessment was found to be lumbar disk herniation, l 1-2 and l 2-3 on the left. Severe recurrent low back and left leg pain with radiculopathy. Failure of non-operative treatment to date. Doctor suggested for l 1-2 and l 2-3 discectomy on the left. (B)(6) 2007: patient underwent radiology test for two view chest. Impression: no acute pulmonary disease. (B)(6) 2007: the patient presented with the following pre-op diagnosis: l2-l3 disk herniation on the left, large and extruded. The patient underwent radiology for lumbar discectomy for single view of the lumbar spine which showed a surgical instrument directed at the posterior aspect of the l3 vertebral body and there was an anterior l5-s1 fusion plate in place. Film 2 showed a surgical instrument directed at the l2-3 intervertebral disk space. The patient also underwent radiology test for whole body bone scan with spect imaging. Impressions: intense radiotracer activity at the l3 level as described above. This was consistent with an acute compression fracture. There was more degenerative-type activity in the facets bilaterally at l5-s1, consistent with severe facet arthropathy. Costotransverse degenerative changes are noted in the left mid and lower thoracic spine. The patient underwent the following procedures: 1. L2-l3 hemilaminotomy and discectomy on the left. 2. L2-l3 foraminotomy, far lateral decompression of the l2 nerve root on the left. 3. Use of operating neuromicroscope for decompression around spinal nerve roots. 4. Intraoperative neuromonitoring with nim. Nim neuromonitoring remained stable throughout the procedure. (B)(6) 2007: the patient presented for follow up with low back and bilateral leg pain. Doctor's assessment was low back pain and lumbar radiculopathy after lumbar discectomy. (B)(6) 2007: patient underwent MRI of l spine with and without contrast. Impressions: 1. Prominent granulation tissue is noted surrounding the left l2 nerve root and also extends into the left pre-forarninal location at the l2-l3 level as described. This is not changed compared to the prior examination. 2. At least mild foraminal encroachment is noted on the left at the l1-l2 and t12-l1 levels secondary to disc protrusions. 3. Disc disease as described. 4. Postsurgical changes as noted, including laminectomy at the l5-s1 level. (B)(6) 2007: the patient presented for follow up with back pain. The patient underwent MRI of lumbar spine with contrast on (B)(6) 2007 which showed no significant herniation in the l1-2 or l2-3 level. No stenosis was noted. There was postoperative scar tissue. Doctor's assessment was low back pain and lumbar radiculitis, postlaminectomy syndrome. No evidence of recurrent disk or infection. Doctor prescribed medrol dosepak for radiculitis, lyrica. (B)(6) 2007: the patient presented for follow up with right hip, buttock and groin pain. Doctor's assessment was 1. Post-laminectomy syndrome, l5-s1. 2. Post-laminectomy syndrome, l2-3. The patient underwent MRI of lumbar spine on (B)(6) 2007 which showed shallow disk herniations centrally at l4-5. No recurrent or residual disk at l 1-2 or l 2-3. (B)(6) 2008: the patient presented for follow up with low back and left leg pain. Patient complained of getting numbness in the left leg more than right. Doctor's assessment was found to be post laminectomy syndrome l5-s1, l2-l3 improved. Doctor prescribed motrin as medication. (B)(6) 2009: the patient presented for follow up with menstrual problem, frequent headaches <(>&<)> fatigued. Doctor after examining diagnosed depressive disorder nec, generalized anxiety and irregular menstruation and discontinued wellbutrin xl, xanax, maxalt medication. (B)(6) 2009: the patient presented for follow up with low back pain and neck pain. The patient underwent x-ray of lumbar spine ap, lateral cone and flexion extension lateral views. Doctor's assessment was found to be: 1. Low back pain, lumbar radiculopathy, postlaminectomy syndrome. 2. Cervical radiculopathy. (B)(6) 2009: the patient presented for follow up with right thumb, hand and wrist pain. The patient underwent x-ray of ap, lateral and oblique radiographs of the right hand as well as thumb cmc joint hyperpronation view. Ap, lateral and oblique radiographs of the right hand as well as thumb cmc joint hyperpronation view revealed no evidence of acute fractures, dislocations, or subluxations. Ap and lateral radiographs of the right wrist reveal no evidence of acute fractures, dislocations or subluxations. The carpal bones are in good alignment. Doctor's assessment was found to be: 1. Right thumb mp joint ulnar collateral ligament strain. 2. Possible right carpal tunnel syndrome. (B)(6) 2009: the patient presented for follow up with fungus on big toenail l foot, pain in ball of l foot and 2nd toe l, pain top of r foot and in arch. The patient underwent x-ray of foot. Impressions: fracture did not show a dislocation, no soft tissue swelling. Joint space narrowing. (B)(6) 2009: the patient presented for follow up with mpj pain. Doctor prescribed dexamethasone sodium phosphate and triamcinolone acetonide injections. (B)(6) 2010: the patient presented for follow up with low back and right leg pain. Patient underwent x-ray and lumbar spine ap, lateral, cone, and flexion-extension lateral views show solid fusion, ls-s1. There is progressive degeneration at the l2-3 disk level with some collapse anteriorly noted in flexion. Doctor's assessment was found to be: 1. Post laminectomy syndrome, low back pain, lumbar radiculopathy, chronic pain. 2. Mild neck pain. (B)(6) 2010: the patient presented for follow up with pain and blood pressure issue. Doctor's assessment was back pain, numbness and tingling in the legs, vitamin d deficiency and hypertension. Doctor prescribed terbinafine hci as medication. (B)(6) 2010: the patient presented for follow up with low back, hip pain and left leg pain. Doctor's assessment found to be si joint dysfunction, facet arthropathy or discogenic pain. (B)(6) 2010: the patient underwent lower arterial study with exercise treadmill testing. Impression: normal resting ankle and digital perfusion pressures. Would doubt any symptoms of arterial insufficiency at rest. Negative exercise treadmill test for a moderate exercise regimen. Consider other etiology of the patient's leg paresthesias. (B)(6) 2010: the patient presented for follow up with low back, bilateral hip pain and left leg pain. Pre-operative diagnosis: disorder, si joint, low back pain syndrome, postlaminectomy, lumbar the patient underwent MRI lumbar spine in 2007 revealed disk herniation at l4-5, mild facet arthropathy, mild left l5-s1 foraminal stenosis and some mild reversal of lumbar lordosisin the mid to upper lumbar spine and patient's prior fusion at l5-s1. Emg revealed chronic b/l s1 radiculopathy with no active denervation. The patient underwent sacroiliac joint injection. The patient tolerated procedure well and was transported / observed before being discharged in satisfactory condition. (B)(6) 2010: the patient presented for follow up with issue in l big toe. Doctor's assessment was found to be ingrowing mail, metatarsalgia, capsulitis of the second right metatarsophalangeal joint and hammer toe. (B)(6) 2010: the patient presented for follow up with low back, bilateral hip pain and left leg pain as aching, burning, sharp, shoo ting, and tingling, pressure, sharp and heaviness. Doctor prescribed lyrica as medication. (B)(6) 2010: the patient presented for pre-op exam for foot surgery with joint fusions and pin fixation of the toes bilaterally. Doctor started meloxicam and discontinued propoxyphene n-apap and terbinafine hci. (B)(6) 2010: the patient presented for gyn exam. Doctor started aluminum chloride (drysol), progesterone, diclofenac epolamine, duloxetine and discontinued bupropion hci. (B)(6) 2010: the patient presented for follow up with gu symptoms, low pelvic pain. Doctor discontinued methylprednisolone (medrol dosepak), progesterone, diclofenac epolamine. (B)(6) 2011: the patient presented for follow up with low back, left hip and leg pain. The patient underwent x-ray of lumbar spine ap, lateral, cone, and flexion-extension lateral views and an ap pelvis on (B)(6) 2011. Doctor's assessment was found to be: 1. Left hip osteoarthritis. 2. Post laminectomy syndrome. Pain medication was recommended: mobic and dilaudid. (B)(6) 2011: the patient presented for follow up with left hip pain. The patient underwent x-ray of ap and lateral of the left hip. Doctor's assessment was found to be severe osteoarthritis left hip refractory to non-operative treatment. Doctor planned for uncemented total hip arthroplasty with a ceramic femoral head and advance technology high molecular weight polyethylene cup liner. (B)(6) 2011: the patient presented for pre-op exam for hip replacement surgery. Doctor started olmesartan (benicar) and discontinued ciprofloxacin (cipro), losartan, alprazolam. (B)(6) 2011: the patient presented with the following pre diagnosis: left hip severe osteoarthritis. The patient underwent left total hip arthroplasty and posterior approach to hip was made for procedure. Stryker osteotomy guide was used. After the procedure the patient was brought to the room in satisfactory condition. Patient underwent radiology for left hip, one view portable, postoperative. Impressions: satisfactory postoperative appearance of the left hip total arthroplasty. (B)(6) 2011: the patient presented for follow up after two weeks post left total hip arthroplasty. The patient underwent x-ray of ap and lateral of the left hip. Doctor's assessment was found to be: 1. Left hip status post total hip arthroplasty with good alignment and apparent press fit fixation. 2. Sensation of leg length inequality partially due to chronic pelvic tilt. Doctor prescribed heel lift for right shoe. (B)(6) 2011: the patient presented for follow up after six weeks post left total hip arthroplasty. The patient underwent x-ray of ap and lateral of the left hip. Doctor's assessment was found to be: 1. Left hip status post total hip arthroplasty with good alignment and fixation. 2. Left knee chondromalacia patella with possible medial meniscus tear. 3. Right hip trochanteric bursitis. (B)(6) 2011: the patient presented for follow up with left knee and right hip pain. The patient underwent x-ray of ap and lateral of the left hip. Doctor's assessment was found to be: 1. Left knee chondromalacia patella. 2. Right hip trochanteric bursitis. 3. Right hip clunking probably from hip flexor tendon snapping versus loose body in the hip joint doctor prescribed use of brace for left knee and physical therapy program. (B)(6) 2012: the patient presented for follow up with medication issue. Doctor started losartan (cozaar) 100 mg, citalopram (celexa) and discontinued hydromorphone (dilaudid), losartan (cozaar) 50 mg. (B)(6) 2012: the patient presented for follow up with right psis and buttock pain and right sciatica. Doctor's assessment was found to be passive rom for hip was painful in the groin at maximum external rotation. Patient has undergone MRI in 2007. Impressions: 1 right sacroiliac joint syndrome. 2. Right piriformis syndrome. (B)(6) 2012: the patient underwent right si joint injection procedure due to right si joint pain. Post injection, patient's pain was gone and had some slight flare from the injection itself. (B)(6) 2013: the patient presented for follow up of chronic pain, depression, anxiety, muscle spasms, and routine care. Per doctor, patient having increased muscle spasms and unable to tolerate a lot of medications. Doctor continued alprazolam, losartan (cozaar), bupropion (wellbutrin xl) and discontinued cyclobenzaprine (flexiril). (B)(6) 2013: the patient presented for evaluation of her right hip. Doctor's assessment was that the evaluation of lumbar spine revealed no palpable tenderness centrally or into the paraspinal musculature. Impression: right hip pain secondary to what appears to be early degenerative changes of the right hip in the setting of early dysplasia with significant symptoms within the deep gluteal piriformis area without evidence of significant neurologic or radicular-type symptoms. The patient had undergone x-ray for ap pelvis, frog lateral views at 40 and 100 degrees and a false profile of the right hip. Ap pelvic revealed a 19 degree center edge angle. The floor of the acetabulum was even to the illoischial line. Patient had a total hip replacement present on the left side and the true joint space could not be assessed. No sign of loose body. There was no evidence of ocd or avascular necrosis. Frog lateral view reveals obvious decrease in offset and a somewhat dysplastic appearance at the femoral head-neck junction. False profile revealed avery low center edge angle and obvious anterior-superior migration of the femoral head in relation to the acetabulum without evidence of other opacity or lucency. (B)(6) 2013: the patient presented for follow up of MRI-arthrogram impression: right hip pain secondary to what appears to be predominantly the piriformis. Patient did have early degenerative changes, but patient's piriformis pain was unaffected by an intra-articular injection that did help with some of patient's anterior deep groin pain. Doctor prescribed to proceed with an ultrasound guided injection by doctor into piriformis space. (B)(6) 2013: the patient presented for follow up with right buttock and leg pain. Pre-operative diagnosis: piriformis syndrome, low back pain the patient underwent piriformis injection. The patient tolerated the procedure well and no complications were noted. (B)(6) 2013: the patient presented for follow up of worsening sinus congestion postnasal drainage and cough productive of thick sputum. Doctor's assessment was found to be acute bronchitis (primary encounter diagnosis). Doctor started azithromycin (zithromax z-pak), albuterol (ventolin hfa) 108 (90 base) mcg/act (inhaler) and guaifenesin-codeine (robitussin ac) as medication. Doctor discontinued bupropion (wellbutrin xl).

Event description:
It was reported that the patient developed unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.